Event description:
After assessing both upper arms for acceptable veins for vat midline placement, only vessel large enough is right brachial..using ultrasound guidance, vein accessed easily with brisk blood return. Guidewire inserted without difficulty approximately to level of tourniquet, with wire easily removed. Tourniquet removed and wire again advanced to approximate same length but when attempt made to remove wire, unable to pull back last 5cm. Warm compress applied and remains unable to remove. External length of wire curled and tegaderm placed over with gauze wrapped. Dr contacted and they will take pt to remove wire and placement of line.